Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. Additional information indicates that the patient had a history of ruptured abdominal aortic aneurysm, deep vein thrombosis (dvt), reflux, gastric ulcer, anxiety, depression, migraines, syncope, heart disease, tobacco and alcohol abuse, left inguinal hernia repair and chest pain. The patient¿s surgical history included an abdominal aortic aneurysm repair, abdominal surgery for bleeding ulcer, hernia repair and a partial gastrectomy for stomach cancer. The indication for the filter insertion was a dvt of the right leg with a history of bleeding and frequent falls. During the implant procedure, the indication for inferior vena cava (ivc) filter insertion was dvt of the right leg with history of bleeding and frequent falls. The filter was placed at the level of the superior end-plate of l3 below the level of the renal veins. There were no reported complications. During the same admission, the patient underwent insertion of a peripherally-inserted central catheter (PICC). The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: bilateral dvt; filter tilt; ivc filter occlusion requiring thrombolysis, anticoagulation, and compression socks; and scrotal edema. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. One month and two days post-implantation, the patient presented in the emergency room with left leg pain and swelling. X-ray images revealed no fractures of the leg. The patient was diagnosed with a hematoma of the leg and was discharged home. Five months post-implantation the patient developed right leg edema diagnosed as dvt. A venous doppler that was performed showed chronic venous thrombosis of the right leg. Five years post-implantation, the patient was observed to have an occluded ivc filter. During the patient¿s admission, the patient underwent three vascular surgeries. The patient underwent a bronchcoscopy soon afterwards that revealed a blood clot at the carina. Approximately five years and ten months post-implantation, the patient became aware of a filter tilt, blood clots, clotting and/or occlusion of the ivc requiring thrombolysis, dvt and scrotal edema. The patient further reported difficulty walking due to swelling, numbness and pain in the legs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Blood clots and thrombosis/occlusion within device (with subsequent surgical treatments) and the ivc, leg pain/swelling/numbness, leg hematoma and scrotal edema do not represent device malfunctions. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced these events include procedural factors, underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately five years and ten months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, blood clots, clotting, and/or occlusion of the ivc, anasarca, dvt, aki, hyponatremia, thrombolysis, metabolic acidosis, respiratory distress requiring intubation and mechanical ventilation, scrotal edema, and neck hematoma. The patient reports difficulty walking due to swelling and pain in the legs. The following additional information received per the medical records stat that the patient has a history of ruptured abdominal aortic aneurysm, dvt, reflux, gastric ulcer, anxiety, depression, migraines, syncope, heart disease, and tobacco and alcohol abuse, left inguinal hernia repair, and chest pain. The patient¿s surgical history includes abdominal aortic aneurysm repair, abdominal surgery for bleeding ulcer, hernia repair, partial gastrectomy for stomach ca. During the implant procedure, the indication for ivc filter insertion was dvt of the right leg with history of bleeding and frequent falls. The filter was placed at the level of the superior endplate of l3 after venogram identified the origins of the renal veins. There were no reported complications. A PICC was inserted during this admission also. One month and two days post implantation, the patient was sent to the ER with left leg pain and swelling. X-ray images revealed no fractures of the leg. The patient was diagnosed with hematoma of the leg and discharged to home. Four months post implantation, the patient was diagnosed with abscess of the left jaw, and five months post implantation the patient obtained right leg edema diagnosed as dvt. A venous doppler that was performed showed chronic vt of the right leg. Imaging showed ileus of the small bowel in left upper quadrant. Pain and swelling of right upper extremity diagnosed as cellulitis. Joint aspiration and PICC placement done and antibiotics used. Five years post implantation the patient was observed to have an occluded ivc filter. The patient ended had 3 vascular surgeries during his prolonged stay and was intubated due to a large hematoma forming in his neck at the site of a central line placement after he was started on anticoagulation. Bronchcoscopy done shortly afterwards was remarkable for a blood clot at the carina.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. Additional information indicates that the patient had a history of ruptured abdominal aortic aneurysm, deep vein thrombosis (dvt), reflux, gastric ulcer, anxiety, depression, migraines, syncope, heart disease, tobacco and alcohol abuse, left inguinal hernia repair and chest pain. The patient¿s surgical history included an abdominal aortic aneurysm repair, abdominal surgery for bleeding ulcer, hernia repair and a partial gastrectomy for stomach cancer. The indication for the filter insertion was a dvt of the right leg with a history of bleeding and frequent falls. During the implant procedure, the indication for inferior vena cava (ivc) filter insertion was dvt of the right leg with history of bleeding and frequent falls. The filter was placed at the level of the superior end-plate of l3 below the level of the renal veins. There were no reported complications. During the same admission, the patient underwent insertion of a peripherally-inserted central catheter (PICC). The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: bilateral dvt; filter tilt; ivc filter occlusion requiring thrombolysis, anticoagulation, and compression socks; and scrotal edema. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. One month and two days post-implantation, the patient presented in the emergency room with left leg pain and swelling. X-ray images revealed no fractures of the leg. The patient was diagnosed with a hematoma of the leg and was discharged home. Five months post-implantation the patient developed right leg edema diagnosed as dvt. A venous doppler that was performed showed chronic venous thrombosis of the right leg. Five years post-implantation, the patient was observed to have an occluded ivc filter. During the patient¿s admission, the patient underwent three vascular surgeries. The patient underwent a bronchcoscopy soon afterwards that revealed a blood clot at the carina. Approximately five years and ten months post-implantation, the patient became aware of a filter tilt, blood clots, clotting and/or occlusion of the ivc requiring thrombolysis, dvt and scrotal edema. The patient further reported difficulty walking due to swelling, numbness and pain in the legs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Blood clots and thrombosis/occlusion within device (with subsequent surgical treatments) and the ivc, leg pain/swelling/numbness, leg hematoma and scrotal edema do not represent device malfunctions. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced these events include procedural factors, underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: bilateral deep vein thrombosis (dvt); tilt of the inferior vena cava (ivc) filter; ivc filter occlusion requiring thrombolysis, anticoagulation, and compression socks; scrotal edema; neck hematoma causing respiratory distress requiring intubation and mechanical ventilation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Occlusion within filter, scrotal edema and neck hematoma do not represent device malfunctions. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Clinical factors that may have influenced these events include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: bilateral deep vein thrombosis (dvt); tilt of the inferior vena cava (ivc) filter; ivc filter occlusion requiring thrombolysis, anticoagulation, and compression socks; scrotal edema; neck hematoma causing respiratory distress requiring intubation and mechanical ventilation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.